Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully deployed. The sheath had been fully slit with no damage detected indicating that is was not a contributing factor in the event. The clip was found at the distal end of the flex tube and this confirmed the reported incident. The most probable cause for the mislocated clip is likely a combination of the inability of the vessel locator to retract properly and anatomical issues preventing the proper ejection of the clip off the distal end of the device. The device was disassembled and there was no abnormal observation found. The device was reassembled and the vessel locator wings were redeployed and retracted inside the tube without a problem. A root cause could not be determined regarding the clip at the distal end of the device. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that a physician using the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip did not deploy and would not exit the barrel. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided. User facility medwatch: event desc: nitonel tip did not deploy iin patient, would not exit barrel. What was the original intended procedure? Angiogram.